Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and this pacemaker was explanted due to high pacing thresholds and loss of capture. A new rv lead and pacemaker were successfully implanted. No additional adverse patient effects were reported.